Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4) ; product ID: stylet 9735428 2 coil single package a medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. A software analysis was initiated. Logs captured one session on the date of the issue and also recorded that the site used trace registration and collected 410 trace points and 0 touch points with 1.8 error metric. The archive had 3 CT exams CT 1 with 160 slices, CT 2 with 15 slices, and CT 3 with 31 slices, ct1 and CT 2 were not optimal for stealth warning "slice spacing is greater than 2mm", "missing slices" and "irregular slice spacing". The site did the trace registration with an accuracy metric of 1.3mm with green and yellow zones of accuracy. A good amount of trace points were collected but some points were sunken into the skin and some points were found into the air. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was an alleged inaccuracy during a case. It was an em navigated case for a catheter placement and the surgeon missed the ventricle. They believed the stylet was inaccurate. The registration completed without problem and had a 1.3mm accuracy window. Use of the navigated stylet was aborted and swapped with a non navigated stylet. There was no delay and no impact on patient outcome.